Event description:
The customer reported that the companion 2 driver, supporting a syncardia temporary total artificial heart (tah-t) patient, exhibited low left pressure. The patient reported that he wasn't feeling well. The patient was switched to a backup companion 2 driver and then felt better. There was no permanent adverse impact on the patient. The patient is doing well in (B)(6) hospital and is now supported by a syncardia freedom portable driver. Syncardia requested that the companion 2 driver by returned for evaluation. The results of the investigation will be provided in a supplemental MDR.